Manufacturer narrative:
Per the clinic, the patient was treated with topical medication (specific date and duration not reported). This report is submitted on june 06, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on august 1, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site. The patient was treated with topical antibiotics (specific date and duration not reported). This report is submitted on august 09, 2023.